Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing. No unexpected numbers scrolling during testing. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Device also had cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that the numbers on the screen of the insulin pump kept scrolling when trying to program a bolus. She went to give a manual bolus and received a button error alarm. Customer stated that sweat may have gotten into the insulin pump. Blood glucose value at the time of the incident is unknown; current reading was 309 mg/dl. She treated with manual injection. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.